Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The 360 diamondback gen2 peripheral orbital atherectomy device instructions for use states that distal embolization is a potential adverse event that may occur and/or require intervention as a result of the use of this device. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A peripheral orbital atherectomy device was operated on a 30cm segment of a highly stenosed superficial femoral artery. During treatment the patient moved. An embolism occurred in the anterior and posterior tibial arteries and attempts to resolve the embolism including balloon angioplasty were made. The embolism in the at was resolved, however the distal portion of the pt remained occluded. The patient remained stable and was reported as being in ok condition. Per the opinion of the physician, the cause of the embolism was orbital atherectomy and an excess of calcified particulate.